Manufacturer narrative:
Upon review of medical records, the patient was admitted after a fall at home. The patient was noted to be anemic, in acute renal failure, shortness of breath and positive uti. An echo performed during admission revealed moderate to severe prosthetic valve aortic stenosis, and acute chronic diastolic heart failure. During admission, the patient continued to decompensate. Dialysis was initiated; however, the patient continued to decompensate. The family agreed to make the patient dnr and the patient expired. In addition, review of an echo performed 2 years post procedure revealed peak prosthetic aortic valve gradient at 36mmhg, mean aortic valve gradient 20mmhg and aortic valve area at 0.84cm2. There was no treatment reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. In this case, the cause of the stenosis is unknown, however may be due to the patients pre-existing valvular disease process, and/or the mechanisms described above. The patient expired prior to treatment of the stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through (B)(4) clinical trial, approximately 4 years and 9 months post implant of a 20mm sapien 3 valve an echo performed during hospitalization for cardiogenic shock, and echo performed during admission revealed worsening aortic valve (av) measurements compared to echo at 4 years. Peak velocity (pv) increased from 3.2 t to 3.7, mean gradient increased from 22mmhg to 30mmhg, and the aortic valve area (ava) decreased from 0.76cm2 to 0.55cm2. Physicians planned to further assess these findings after resolution of acute medical issues. The patient expired at 4 years and 10 months post procedure, immediate cause of death reported as cardiogenic shock with metabolic acidosis.